Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown surgical procedure on an unknown date, it was observed that the fms fluid management system/inflow tubing (fms duo+ or fms solo) had the pump fill chamber kept filling up and shutting the pump then going to low pressure mode. They changed the pump with no resolution. Another like device was used to complete procedure with a couple of minutes surgical delay. There were no adverse patient consequences reported. No additional information was provided.